Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
It was reported that paclitaxel with filtered tubing was prepared by pharmacy and nursing (B)(6) it at 1100. The nurse periodically checked in on the patient and the infusion. At approximately 11:30, the nurse noticed the medication dripping from the filter disc (output end). She requested both pharmacist staff members to witness the leak.